Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for further evaluation. An approved project is in place to further address issues with leakage. A review of manufacturing records was performed and indicated that there were no quality issues during the manufacturing of this lot related to the reported issue. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: the second device that cracked at the arterial line and blood leaked on the floor. Patient treatment was halted, and the blood was returned back to the patient. The patient did lose blood but there was no harm to the patient, no medical intervention required as there were no signs of symptoms due to the malfunction and loss of blood. A new line from another lot was used and treatment resumed. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.